Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. Impedance checks performed on (B)(6) 2018 showed 8-15 were over 10,000 ohms. There were no known factors. The patient was programmed around 8-15 and had satisfactory coverage. The issue was reported to be resolved without surgical intervention. No further complications were reported.